Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
(B)(6). The customer has provided data for two patient samples. Of the data provided, it was determined that there was an erroneous rheumatoid factor (rf) result for one patient sample. The sample initially resulted as 23 iu/ml for rf. The sample was repeated on (B)(4) 2015, resulting as 7.40 iu/ml for rf. The sample was repeated a second time on (B)(4) 2015, resulting as 7.68 iu/ml for rf. The sample was repeated a third time on (B)(4) 2015, resulting as 9.45 iu/ml for rf. It was asked, but it is not known if any erroneous results were reported outside of the laboratory for this sample. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged.

Manufacturer narrative:
It was determined that there were erroneous hdl-cholesterol (hdl) results for the second involved patient. It was asked, but it is not known if any erroneous results were reported outside of the laboratory for this patient. The sample, from a (B)(6) year old male, initially resulted as 34 mg/dl for hdl on (B)(6) 2015. The sample was repeated, resulting as 62 mg/dl for hdl on (B)(6) 2015. The sample was repeated a second time, resulting as 62 mg/dl for hdl on (B)(6) 2015. The patient was not adversely affected. The hdl reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
It was confirmed that the erroneous result for the patient sample was not reported outside of the laboratory. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they had a fluctuation in results for one patient sample tested for triglycerides, uric acid, and rheumatoid factor. The tests were rerun and the results were reproducible. Result data was requested but not provided. The date of the event was asked for, but not provided. It was asked, but the model and serial number of the analyzer used for testing of the sample is not known. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The triglycerides reagent lot number was 613116-01. The reagent expiration date was not provided. The uric acid and rheumatoid factor reagent lot numbers were asked for, but not provided.